Manufacturer narrative:
Results: the pusher assembly was fractured approximately 5.0 cm from the proximal end. The pusher assembly was kinked in multiple locations. The pull wire and proximal constraint sphere are present inside the distal detachment tip (ddt). The stretch resistant wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned ruby coil revealed the pusher assembly was kinked along its length and the pull wire was present inside the ddt. If the pusher assembly is kinked it may create friction between the pusher hypotube and the pull wire resulting in difficulty retracting the pull wire from the ddt. Further evaluation revealed the pusher assembly was fractured and the pull wire is fractured. This damage is likely due to the reported manual attempt to detach the coil. If the pull wire is forcefully retracted against resistance likely created by the pusher kinks, the pull wire may become fractured. Further evaluation also revealed the sr wire on the embolization coil is fractured. This damage typically occurs as a result of forcefully retracting the coil against resistance. This was not mentioned in the reported complaint; therefore, this damage was likely incidental to the reported complaint and may have occurred post-procedure. Evaluation of the returned handle revealed that the device was functional. The handle was functionally tested on the handle fixture and passed within specification. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician deployed a ruby coil in the target vessel using a lantern delivery microcatheter (lantern) and used a handle to detach it; however, the ruby coil failed to detach. After four failed attempts, the physician tried pulling the sr wire but the ruby coil did not detach. Therefore, it was removed. The procedure was completed using a new ruby coil, a new handle and the same lantern. There was no report of an adverse effect to the patient.